Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable the rv pacing impedance measured intermittent measurements with a high reading of 4047 ohms and returning to 342 ohms between (B)(6) 2016. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular lead integrity alert triggered. Beginning (B)(6) 2016, sensing integrity counts were up to 7988 lifetime; vt-ns episodes due to lead noise oversensing. The rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counts greater than 30 in 3 days and higher rate nst episodes with evidence of lead noise. Concomitant product(s): 5076-52 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right ventricular (rv) lead had oversensing with inhibition of pacing. The rv lead also had high pacing impedance and an integrity alert triggered due to high rate non-sustained events. A fracture was suspected. The pace/sense portion of the rv lead was capped and an existing pace/sense lead was used. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.